Manufacturer narrative:
Additional narrative: patient information is unknown. No date of pain or non-union. This report is for an unknown helical blade 110mm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain and a nonunion postoperatively on an unknown date. Patient was initially implanted with a short trochanteric fixation nail (tfn), a helical blade, and a locking screw approximately in (B)(6) 2016. X-rays taken on an unknown date revealed a nonunion of the inner trochanteric part of the proximal femur. Patient had revision surgery on (B)(6) 2017. The implants were easily removed and were intact. Patient was revised to a right 12mm x 440mm 130 degree angle nail, one 115mm long lag screw, one 50mm t25 star recess distal locking screw, and one 58mm t25 star recess distal locking screw. Surgeon also used allograft to fill the void. Revision surgery was successfully completed with no surgical delay. Patient status/outcome was reported as stable. This report is for an unknown helical blade 110mm. This is report 1 of 3 for (B)(4).